Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the can am relion insulin syringe. The customer reports "needle broke off as he was drawing up the insulin into the syringe."

Manufacturer narrative:
An investigation is currently; underway upon completion, the results will be forwarded.